Event description:
Healthcare professional reported via operative report "deflation of the right saline implant", "in the right side it was found that the pocket had contracted therefore requiring a capsulectomy". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Lab analysis results: based on the product analysis performed, the assessments of the complaint codes are: * deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, deflation.

Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported via operative report "deflation of the right saline implant", "in the right side it was found that the pocket had contracted therefore requiring a capsulectomy". This record is for the right side. Device was explanted and replaced.